Manufacturer narrative:
The technician found the side rail end tube was missing, preventing the rail from latching. The most likely cause of the missing end tube was that the end tube got broken when the side rail was ran into an object such as a door jam or wall during transport and the end tube eventually fell off. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The end tube was replaced on the side rail by the technician to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the side rail would not latch in the upright position. The stretcher was located in the basement at the facility. There was no pt/user injury reported. (B)(4).